Manufacturer narrative:
The root cause of the issue was determined to be the damaged vacuum tubes.

Manufacturer narrative:
The customer indicated on (B)(6) 2015 quality control (qc) results were out of range for multiple parameters (calcium, ldl, vancomycin). The field service engineer visited the site the next day and found that 3 vacuum tubings were broken on a wash station. The tubing was exchanged and the system has been operating within specification. Immediately after receiving incorrect qc results the system was deactivated and no patient results were transmitted.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of erroneous results for 2 patient samples tested for ldl-cholesterol plus 2nd generation (ldl_c). The erroneous results were reported outside of the laboratory. Patient 1 initial ldl_c result was 20.5 mg/dl. This result was reported outside of the laboratory where it was questioned. Repeat testing was requested. The 1st repeat result was 17.3 mg/dl with a lower than repeat limit message. The sample was repeated a 2nd time and the result was 243 mg/dl. The sample was repeated on a 2nd cobas 8000 system and the result was 76.2 mg/dl. The result from the 2nd cobas 8000 system was believed to be correct. Patient 2 initial ldl_c result was 369.9 mg/dl. This result was reported outside of the laboratory where it was questioned. Repeat testing was requested. The repeat result was 38.1 mg/dl. The sample was repeated on a 2nd cobas 8000 system and the result was 106.2 mg/dl. The result from the 2nd cobas 8000 system was believed to be correct. No adverse event occurred for the initial 2 patients. The ldl_c reagent lot number was 609284. The expiration date was not provided. Quality controls were acceptable on both systems. The field service engineer (fse) found that sodium hydroxide solution was dropping into the cuvettes. The vacuum hose and a valve were changed. Since this service action no solution was observed dropping into the cuvettes. After the initial point of contact, the customer noticed drops falling from the probe again and complained of questionable results for calcium (ca) & hdl-cholesterol plus 3rd generation (hdlc3). The customer indicated a total of 200 patients were affected by this issue and some results were reported outside of the laboratory. The customer declined to provide the actual results, what results were reported to the physicians and any specific patient data. The customer is not measuring patient samples on the analyzer any longer. It is not known if any adverse event occurred for these additional patients. No adverse events were reported. The fse visited the site and identified a leaky probe at the wash station. The valve was exchanged and no further issues were observed after monitoring for 2 weeks. The root cause is most likely due to the leaking solution that was addressed by the service action performed by the fse.